Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(6).

Event description:
It was reported, the patient experienced a change in therapy effect. The pump was replaced due to normal elective replacement indicator. The catheter has some "issues" and was repaired. The patient experienced overdose symptoms including somnolence, was sleepy and hypotonic following the procedure and they believe she was getting too much medication. The dose was decreased from 1000 to 800 and the patient still had symptoms. Hcp planned to access the catheter access port (cap) and draw back approximately 20 ml of cerebrospinal fluid (csf) with plans to start patient on a lower dose around 200 mcg/day. The dose had been at 11 or 1200 for about three years. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.